Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer confirmed the occurrence of the alarm during the load process and had not experienced this particular alarm with the pump before. A new cartridge was loaded successfully, and the customer chose not to engage in further troubleshooting for the alarm.